Event description:
Information received by medtronic indicated that the patient developed pericardial effusion and a decrease in blood pressure during occlusion of right inferior pulmonary vein, which led to cardiac tamponade. The procedure was aborted. The physician also reported that the mapping catheter was "too stiff". Device 2 of 2, reference MFR report: 3007798852-2014-00023

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed a guide wire lumen kink inside the balloons (no blood was observed inside). Smart chip verification indicated the catheter was used for 11 injections. The reported issue (stiff mapping catheter) was confirmed through testing. The catheter failed the returned product inspection due to guide wire lumen kink. There was difficulty inserting the mapping catheter in the cryoablation catheter due to the guide wire lumen kink in the cryoablation catheter.